Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was between 137-139 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.